Event description:
It was reported that the patient's atrial lead exhibited noise over-sensing and low pacing impedance. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5153382.